Manufacturer narrative:
The product was not returned for evaluation. Therefore, a physical device investigation was unable to be performed. The product lot number was not provided; therefore, the manufacturing records could not be reviewed. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event.

Event description:
On (B)(6) 2024, the patient underwent a thrombectomy procedure to treat a pulmonary embolism (pe) after knee surgery using an indigo system aspiration catheter 12 (cat12). There were no reported procedural complications. On (B)(6) 2024, the patient¿s hemoglobin level was 6.9 g/dl and the patient was bleeding from the surgical wound. The patient was administered a reduced dose of anticoagulation and transfusion of four units of blood. On (B)(6) 2024, an inferior vena cava (ivc) filter was implanted. The event is considered resolved. The independent medical reviewer (imr) adjudicated the bleeding from the surgical wound as a serious adverse event with a possible relationship to the indigo system aspiration catheter 12 and index procedure.